Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. A partial lead containing the connector pin measuring 15.3cm was returned for analysis. Final analysis found external insulation abrasion due to friction with the can 4.7-4.9cm from the pin. A short was also discovered, caused by insulation damage sustained during the explant procedure. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: short circuit should not have been included in the results code(s) as the short occurred as a result of explant damage.